Manufacturer narrative:
Pr# (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. It was reported the device was not in use on pt.